Event description:
It was reported that five or six hours after an ischemic ventricular tachycardia (isvt) - left procedure, while the patient was in recovery area, a blood pressure drop was noted. A transthoracic echocardiogram was performed and pericardial effusion identified. The patient was taken to the cardiac catheterization lab where a pericardiocentesis was performed. The patient stabilized and was held for observation.

Manufacturer narrative:
The concomitant products: pentaray nav catheter: d128202 (disposed of, unknown lot #) carto 3 sn: (B)(4). Stockert sn: (B)(4). Coolflow pump sn: (B)(4).